Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head broke off/cracked in mouth - oral-b power care refills [device breakage]. Case narrative: consumer via phone stated that the toothbrush head broken off and cracked in the mouth. No injury was reported.